Manufacturer narrative:
Unit received with intermittent buttons due to light moisture damage on keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on display window.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus customer had to press the esc button several times to make it stop. Customer had no back up plan and refused to discontinue the use of the insulin pump, customer was advised to contact the doctor to get a back up plan and discontinue using the device. Customer also reported that she experienced high blood glucose over 500 mg/dl on (B)(6) due to being on manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.